Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 150mm type b thoracic aortic dissection. It was reported that during the index procedure, a valiant stent graft 34x34x200mm was first implanted but the operator was unsatisfied and so a valiant 34x34x150 stent graft was further implanted. On angiography, there was still blood flow observed through the false lumen but the physician doubted that it was a serious endoleak. The event has not resolved. As per the physician, the cause of the false lumen perfusion was an endoleak. No additional clinical sequelae were reported and the patient is fine.